Event description:
Subsequent information was received that during implant, the physician had wrapped this device with a polytetrafluoroethylene (ptfe) sheet due to a patient related metal allergy. No further information was received. Both the device and associated lead remain implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately one week post implant, this system generated an out of range shock impedance measurement. No further information is known at this time. No resulting adverse effects were reported and no intervention taken.